Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal left anterior descending coronary artery. The 4.0x08 mm xience alpine stent delivery system was advanced in the patient anatomy. However during advancement of the alpine sds, the stent dislodged from the balloon onto the guide wire. An attempt was made to retract the stent into the guiding catheter as it remained on the guide wire, however that was unsuccessful and the stent dislodged into the left main iliac artery. The stent remains free floating in the left main iliac artery. A new 4.0x08 mm xience alpine stent was used to complete the procedure. The patient is doing fine. There were no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.